Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Dysphagia treated with steroid medication prior to explant, but medication "did not bring any improvements." Device explant due to severe dysphagia occurred without issue on (B)(6) 2017. Device was found in the correct position/geometry. Patient "doing fine" as of (B)(6) 2017.